Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. Reference e-complaint: (B)(4).

Event description:
Reference e-complaint: (B)(4). "During the procedure the obstetrics pump is locked, making it impossible to remove the cup from the newborn. Therefore, the tube of the cup was cut."

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. Reference e-complaint-(B)(4). Update: investigation, initiated manufacturer's investigation, review DHR, inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals no similar issues. A review of the DHR reveals several of the pump gauges, p/n 910000-010001, were failing the pressure test. The gauge needs to maintain the pressure (vacuum) to +/- 1 psi. There were 12 that were replaced. The complaint condition was not duplicated, but the gauge was confirmed to be defective. This complaint is considered confirmed. The pressure gauge read too low by 10 psi. This would incorrectly direct a user to continue targeting a pressure past the desired value by 10 psi. It could account for the need to cut the tube section of the cup. Although the unit does release pressure it is possible the tube of the cup may have collapsed preventing an equalization of pressure. The root cause was vendor error: the units were not calibrated prior to shipment. Correction and/or corrective action: there were several ncmrs noted for the gauges not reading correctly. The entire stock of gauges were returned on ncmr (B)(4) for calibration and ncmr (B)(4) for the units that came off wo #(B)(4) for which this unit was built. All units were eventually returned calibrated. At present (aug 2017), no additional related findings since november 2016 have been noted. Reason: no applicable correction available to train to at this time. Additionally, original assembler is no longer employed with the company. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? Yes.

Event description:
Reference e-complaint-(B)(4). "During the procedure the obstetrics pump is locked, making it impossible to remove the cup from the newborn. Therefore, the tube of the cup was cut."